Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. There is no physical damage to the outside of the unit. The issue was discovered during set up, but the date is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The unit powers up with batteries. Unit was retested and powered up each test. However, the nurse call does not send a signal to the nurse call test fixture. There are cracks on each corner of the unit and a rattling sound can be heard. (B)(4).